Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified and one curved opening and void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening sharp and partial delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side plug strap bond edge assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell assessed as adhesive failure.